Manufacturer narrative:
The physician that implanted and explanted the device reported this complaint. The patient's medical records were provided for review. The patient presented to the office with penile dysmorphic disorder and a history of erectile dysfunction. The patient noted before the procedure that his penis is 'somewhat retractile' and is also on testosterone replacement therapy. The patient understood all possible risks of the procedure and decided to continue. The device was implanted on (B)(6) 2022. On (B)(6) 2022, the patient returned for a follow-up appointment. The patient stated he had excruciating pain at night and urinary hesitancy. The patient stated he has had lifelong hesitancy and always had difficulty starting urination. The patient was instructed to return in a few days for drain removal. On (B)(6) 2022, the patient returned for a follow-up appointment for drain removal. The patient continued to have severe pain with urination. Examination showed swelling and tenderness, but no discharge. The patient was asked to return the next day for examination. On (B)(6) 2022, the patient returned for a follow-up appointment with continued severe pain with urination. The patient also stated that the left testicle felt fixed in scrotum and unable to move. Examination showed swelling and tenderness, but no discharge. The physician recommended elevating the scrotum with a towel to help reduce swelling. On (B)(6) 2022, the patient returned for a follow-up appointment. The patient continued to have pain, but it had improved since implantation. The patient also continued to have urinary hesitancy. The patient stated that he felt a 'pain/pop' at the left base near the incision and felt that the device was out of place. The patient noted swelling and soreness. The physician examined the patient and stated the device maintained in a good position with no dislocation. On (B)(6) 2022, the patient returned for a follow-up appointment. The patient continued to have pain, but it had improved since the last appointment. The patient continued to have urinary hesitancy. The patient also had a small skin erosion that was being treated with bactroban and nitro-bid; the patient stated the erosion was healing with no drainage. The patient had limited erythema and was bothered by the pain at the left proximal aspect. The patient was instructed to continue using the nitro-bid around the lesion and bactroban three times a day on the lesion. The patient was recommended to only use the tubigrip while on his feet and only apply to the proximal half of the penis. On (B)(6) 2022, the patient retuned for a follow-up appointment and stated he continued to feel pain at the left base which limited his standing and sitting. The patient had an open wound but denied discharge. On (B)(6) 2022, the patient retuned for a follow-up appointment with an ulceration with eschar on the distal dorsal left aspect of the shaft. The patient had minimal swelling with no pain. The physician stated to the patient would continue with minimal upright activity, scrotal and penile elevation, and follow up in 1 week. On (B)(6) 2022, the patient returned for a six week follow up after placement of the device. The patient was healing well, but stated he had some discomfort at the left proximal side. The physician demonstrated that the device moved quiet readily without restriction and stated the discomfort will soften in time. On (B)(6) 2022, the patient retuned for a follow-up appointment. There was minimal swelling. The patient was still experiencing erectile issues that were occurring preimplantation. The physician recommended more aggressive up and down movements and stated that the patient's skin was in an 'excellent' condition. On (B)(6) 2022, the patient retuned for a follow-up appointment stating he has pain, downward curvature, and pain after ejaculation. The patient then developed progressive inflammation with capsular contraction around the device, causing shortening, and knuckling at the distal end that caused the formation of a cutaneous horn. The cutaneous horn was speculated to be associated with the underlying infection as it did weep a small amount of serous fluid. The physician recommended removal of the device in (B)(6) 2023. The patient elected to try antibiotics before device removal, but then later returned to the physician for device removal. The patient understood all possible risks of device removal, including scarring, resulting in shortening of the penis, change in sensation, and possible skin buttonholing, all which might require subsequent surgery at a later time and elected to proceed. On (B)(6) 2023, the physician performed a procedure to remove the patient's infected prosthesis and extensive capsulectomy. There was no buttonholing of the skin in the area of the capsulectomy, but distally in the area of the cutaneous horn, the skin was thin. The skin was debrided to healthy tissue. The procedure was successful, and the patient tolerated the procedure quiet well. The patient returned for a post-operative follow up on (B)(6) 2023. The physician stated that the patient felt well, aside from discomfort at the surgical site. The patient started during manual stretching exercises at home. The patient had swelling and tenderness but no signs of infection. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort", "temporary reactions, swelling and/or erythema", "erosion of silicone block requiring removal", "possible impotence requiring additional treatment", "penile shortening", "penile retraction in erect and flaccid states", and "infection or erosion of silicone block requiring removal." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, urinary difficulties, erectile dysfunction, penile curvature, infection, contracture and decreased penile girth, as anticipated adverse events and implant erosion and extrusion/perforation as anticipated device deficiency. Pain and swelling are common and anticipated event in any surgical procedure. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. Risk of erosion and infection is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes.

Event description:
The physician stated the patient had a small surface wound, seroma, chronic inflammation, capsule contraction, cellulitis, and possible device erosion.